Event description:
The tip of the bmw universal coronary guidewire broke off during a difficult coronary procedure in which we were able to advance the guidewire across the tightest lesion but could not follow it with any gear. We tried multiple microcatheters and balloon catheters, and during the rotation of a turnpike lp microcatheter to try crossing the lesion, the repeated stress on the that segment of wire likely resulted in its weakening. During removal of the microcatheter, the wire stuck to the inside of the microcatheter and then broke away from its distal tip. The distal tip remained embedded in the distal vessel where it was not felt to be of any harm. We continued with our procedure using a new wire in its place.